Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported issue of final bag label defect-wrong value displayed was confirmed. The root cause was undetermined. The software worked as per designed specifications.

Event description:
The facility reported logix compounding software which generated incorrect values for nutritional fields in the order detail report. The fields for protein, dextrose, lipid, total, non-protein, and nitrogen on the final bag label appeared as 0 kcal/ml. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.